Manufacturer narrative:
Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead impedance warning and the lead displayed high impedance. It was also reported there was possible under-sensing of the atrial arrhythmia versus atrial lead over-sensing. A request for additional information was made. The leads remain in use and no patient complications have been reported as a result of this event.